Event description:
A nurse reported that the footswitch was not responding during a cataract intraocular lens (iol) implant procedure. The pt was in the surgical room and had received peribulbar anesthesia. Following a delay of 30 minutes, the procedure was completed with the same equipment and accessories with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).